Event description:
It was reported that a liquid-like drop mark was found in the bd phoenix¿ ap. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from (B)(6): "there is a drop mark like a leak recently at ap" "also, there was a story that there was a drop mark like a liquid leak recently in ap, so there is also a story that there was contamination due to the nozzle in the past, so that too."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a liquid-like drop mark was found in the bd phoenix¿ ap. There was no report of adverse user or patient impact. The following information was provided by the initial reporter, translated from japanese: "there is a drop mark like a leak recently at ap". "Also, there was a story that there was a drop mark like a liquid leak recently in ap, so there is also a story that there was contamination due to the nozzle in the past, so that too."

Manufacturer narrative:
Investigation summary: this memo serves to summarize findings on a recent complaint on the instrument 448010 (phoenix ap), serial number (B)(6) where it was reported that the instrument had a drop mark and contamination per the customer. Per the fse, the instrument did not have any issues. Based upon the information from the fse, the complaint is not confirmed. The ap instrument does not have a service history of these issues at time of this event. However, bd will continue to monitor for complaint trending. The review of the device history record was complete and no issue was seen. A review of past complaints on this product over the past 12 months yielded no trend seen for this issue as of february 2022.